Event description:
It has been reported that the brakes are not holding on a stretcher.

Manufacturer narrative:
Visual inspection by the service technician showed the brake cam was worn. The brake upgrade per the field correction was installed and the brakes function to specification.